Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a power error detected. Blood glucose value was 137 mg/dl at the time of the incident. Troubleshooting was performed and resolved the issue. The customer was advised to monitor the insulin pump and to call back if the issue reoccurs. The insulin pump will not be replaced or returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Battery power error due to connector resistance issue.